Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an apollo catheter had resistance in the distal section of the catheter and the onyx had premature solidification that occluded the artery. The catheter was flushed well according to the instructions for use (IFU). The dead space of the catheter was filled with dmso. The physician did not pause during injection. The injection rated was in accordance with the IFU. The duration of onyx injection was 3 min. The devices were prepared according to the IFU. There was complete occlusion of left middle cerebral artery (mca) with onyx. It resulted in a left mca malignant disabling stroke. The patient was being treated for an arteriovenous malformation (avm). High flow left eca (post auricular +occipital ) fistula. The avm was not in an eloquent region. Vessel tortuosity was normal.  Ancillary devices: 6fr sheath, chaperon 6fr guide catheter, mirage guidewire, solitaire x 6x4, avigo, xpedion, rebar 18.

Event description:
Additional information was received that it was unknown if there was premature solidification in the catheter and dmso was passing easily with no resistance with the onyx then the rest passed easily. There was no friction or difficulty during flushing, only minimal resistance during onyx injection initially. There was no kink or damage on the catheter. There was onyx reflux. All the onyx was seen at the tip of the guiding catheter and nothing was seen coming out of the microcatheter. The patient is in the ICU still intubated and gcs is 9/15. The patient developed a left massive mca occlusion with onyx particles. The patient needed left craniectomy and left mca endarterectomy. The waiting time between injections was 1-2 minutes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.